Manufacturer narrative:
Sanofi company comment dated 17-dec-2020: this case concerns a patient who was on treatment with synvisc and reported to have life threatening dilated cardiomyopathy with ef 20-25%, asymptomatic dysrhythmia. The information in the case is very limited. Therefore, the causality with the device could not be completely denied. Further, detailed information regarding onset latency, concomitant medications, relevant medical history and family history and full clinical course of the event would aid in better assessment of the case.

Event description:
Dilated cardiomyopathy with ef 20-25% [dilated cardiomyopathy] ([ejection fraction decreased], [dysrhythmias]). Case narrative: initial information was received on 14-dec-2020 regarding an unsolicited valid serious case from a physician via health authorities of united states under reference mw5097901. The case was linked with (B)(4) (first injection: right knee), (B)(4) (first injection: left knee), (B)(4) (second injection: right knee), (B)(4) (third injection: right knee) and (B)(4) (third injection: left knee) (multiple devices for same patient). This case involves an unknown age female patient who had dilated cardiomyopathy with ef 20-25%, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. It was reported that patient was previously well with exception of arthritis (ongoing condition). On an unknown date in 1999, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate in left knee for arthritis (second injection) (with an unknown batch number, dose, and frequency). There will be no information available on the batch number of this case. On an unknown date in 1999, on routine exam patient was found to have an asymptomatic dysrhythmia (arrhythmia). Patient had stress echo, holter and ultimately cardiac cath (catherization) was done. No cad (coronary artery disease) was found. Finding showed dilated cardiomyopathy with ef (ejection fraction) 20-25% (congestive cardiomyopathy with symptom of ejection fraction decreased) (onset: 1999, latency: unknown). Event of congestive cardiomyopathy was assessed as medically significant and life threatening. Action taken: no action taken. Corrective treatment: not reported. Outcome: unknown. A product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 04-jan-2021. Follow up was received on 14-dec-2020 from other healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 04-jan-2021 from other healthcare professional. Investigation results added. Text amended accordingly.